Event description:
One year following intraocular lens (iol) implant surgery, a consumer reports seeing a "bullseye" of halos when looking ahead. He was instructed by his surgeon to wait one year for neuro adaptation to take place.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot number. This report was mailed to the FDA on: 10/12/2007. Additional information was requested and received.